Manufacturer narrative:
The device was returned and investigated. All available information was investigated and the loss of fluid column (leak) during preparation could not be confirmed via returned device analysis. The discrepancy between what was reported (fluid column was unable to hold during preparation), and what was observed (no sgc fluid leak) may have been due to the user technique during the preparation versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the loss of fluid column (leak). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for loss of fluid column. It was reported that during device preparation of the steerable guide catheter (sgc), when the dilator was inserted into the sgc, the sgc lost fluid column. The device was not used and there was no patient involvement and no clinically significant delay in procedure. No additional information was provided.